Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise. The patient was brought in to clinic for further testing. The noise could not be reproduced. It was determined that intervention was not necessary. The patient would continue to be monitored.